Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature control knob would not operate correctly (could not adjust knob) on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.